Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex coronary artery. The target lesion was pre-dilated with a 2.25 x 12 mm semi-compliant balloon. A 2.50 x 16 mm synergy ii drug-eluting stent was advanced for treatment. However, a proximal edge dissection was observed after deploying the device hence physician had to use another device to cover the dissection and complete the procedure. There were no further patient complications reported. Reported failure to deploy and explanting?